Manufacturer narrative:
The calibration results were acceptable. A field service engineer (fse) evaluated the instrument and was unable to determine a root cause for the issue. The fse indicated that a sample issue could be present. The customer diluted the patient samples using the prescribed diluent and dilution factor; valid assay results were obtained. A further investigation was not possible as the patient sample is not available for investigation.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable online tdm vancomycin gen. 3 results from the cobas c 503 analytical unit for one patient. Sample 1's initial result was 23 ug/ml. The first repeat result was 1.52 ug/ml, accompanied by a data flag. The second repeat result was 13.3 ug/ml. This sample was sent to another laboratory, and the result on an unspecified analyzer was 50 ug/ml. The sample was repeated after a 1:2 dilution, and the result was 44 ug/ml. Sample 2's initial result was 7 ug/ml. The first repeat result was 0.0839 ug/ml, accompanied by a data flag. The second repeat result was 19.9 ug/ml. Sample 3's initial result was 4 ug/ml. Sample 4's initial result was 2.11 ug/ml, accompanied by a data flag. The repeat result was 17.2 ug/ml. Two of the samples were ran on the cobas c 503 analytical unit. The other two samples were ran on a different module that was not specified.